Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; and toxicity of metal in the body after asr hip implant.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Update: (B)(6) 2013-sales rep reported revision surgery on left hip due to patient concerns about metal on metal.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address metallosis, fluid collection, and inflammatory tissue. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.